Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080036) on 19-oct-2018. The most recent information was received on 06-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure coil on my left that was placed on (B)(6) had fragmented and came complete apart") in a female patient who had essure (batch no. D23617-invalid) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec), montelukast (singulair), multivitamin and trazodone. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization and medically significant), pelvic pain ("having pelvic pain on my left side for about 6 months"), menorrhagia ("heavy periods with clots"), migraine ("horrendous migraines"), dyspareunia ("painful sex (not able to with husband in around 8 months)"), alopecia ("hair loss"), abdominal pain upper ("stomach pain") and insomnia ("insomnia"). At the time of the report, the device breakage, pelvic pain, menorrhagia, migraine, dyspareunia, alopecia, abdominal pain upper and insomnia outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, device breakage, dyspareunia, insomnia, menorrhagia, migraine and pelvic pain with essure. The reporter commented: serious injury criterion (hospitalization) and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality-safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5080036) on 19-oct-2018. The most recent information was received on 24-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure coil on my left that was placed on 2018 had fragmented and came complete apart") in a female patient who had essure (batch no. D23617-invalid) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec), montelukast (singulair), multivitamin and trazodone. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization and medically significant), pelvic pain ("having pelvic pain on my left side for about 6 months"), menorrhagia ("heavy periods with clots"), migraine ("horrendous migraines"), dyspareunia ("painful sex (not able to with husband in around 8 months)"), alopecia ("hair loss"), abdominal pain upper ("stomach pain") and insomnia ("insomnia"). At the time of the report, the device breakage, pelvic pain, menorrhagia, migraine, dyspareunia, alopecia, abdominal pain upper and insomnia outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, device breakage, dyspareunia, insomnia, menorrhagia, migraine and pelvic pain with essure. The reporter commented: serious injury criterion (hospitalization) and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Most recent follow-up information incorporated above includes: on 24-oct-2018: update of information (batch is invalid). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5080036) on 19-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure coil on my left that was placed on 2018 had fragmented and came complete apart") in a female patient who had essure (batch no. D23617) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec), montelukast (singulair), multivitamin and trazodone. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization and medically significant), pelvic pain ("having pelvic pain on my left side for about 6 months"), menorrhagia ("heavy periods with clots"), migraine ("horrendous migraines"), dyspareunia ("painful sex (not able to with husband in around 8 months)"), alopecia ("hair loss"), abdominal pain upper ("stomach pain") and insomnia ("insomnia"). At the time of the report, the device breakage, pelvic pain, menorrhagia, migraine, dyspareunia, alopecia, abdominal pain upper and insomnia outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, device breakage, dyspareunia, insomnia, menorrhagia, migraine and pelvic pain with essure. The reporter commented: serious injury criterion (hospitalization) and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.